Event description:
On (B)(6) home ventilator issues with standard and back up vents. After multiple changes of tubing and filters able to finally stabilize on standard vent. Recently learned of philips recall. Looking back at incident reports there had been one report in (B)(6) of discolored water particles in humidification chamber resolved with changing humidification chamber and sterile inhalation bag. At that time, we were unaware of the ventilator recall. Standard and portable ventilators were switched out by vendor (B)(6) 2023 to newer versions of the recalled ventilators. Reference report: mw5117079.